Event description:
It was reported the patient experienced increased spasticity. Diagnostic methods done on (B)(6) 2013 showed a reservoir volume discrepancy. The diagnostic results were expected 3 cc and aspirated 18 cc. The pump was used to deliver baclofen.

Event description:
Additional information received indicated a catheter kink. On (B)(6) 2013 diagnostics revealed a reservoir discrepancy with expected 23 cc and aspirated 31 cc. The catheter was surgically repositioned to remove the kink and was repositioned to t4. The severity was noted as mild and the patient outcome was resolved without sequelae (B)(6) 2013.

Manufacturer narrative:
Concomitant product: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).